Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: this complaint is related to pr233493 and was reopened due to additional imaging. In the previous investigation of this complaint, it was concluded that the device was used outside of the intended use. This was based on the imaging findings relative to the patient¿s anatomy, however, pre-procedure imaging was not provided. The new review of the pre-procedure imaging excludes proximal migration of the distal endograft. Increased distance between the zteg and the celiac artery represents aortic lengthening and not migration. Since the stent graft was completely elongated and stable in length over the observed interval, any increase in distance between the zteg and the celiac artery from implantation to (B)(6) 2016 represented elongation of the aorta distal the zteg and not migration. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17jul2018: contrast CT scan performed (B)(6) 2016: false lumen, thoracic: partially thrombosed. Secondary tear: ca. Indication for migration ((>10 mm) of covered stent-graft cranially.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Ec method code: 4118 - type of investigation not yet determined. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Summary of investigational findings: according to the provided images, the proximal aortic diameters in the area of the stent graft landing zone are 40 mm at left common carotid artery and 42 mm at a distance 25 mm from the lcca. These measurements are outside of the indications of use for the selected stent graft and result in undersizing. As per IFU, the choice of diameter should be determined from the outer wall to outer wall vessel diameter. The IFU also addresses the potential effect of failure when sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression. Pre-procedure imaging is not provided to correlate whether these were the measurements at the time of the intervention. No evidence was found suggesting that the device was manufactured outside of specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a male patient underwent tevar with the device. The patient was not suitable for the procedure since the device was used in a sub acute phase though, the physician conducted the procedure in hopes of vessel remodeling. On (B)(6) 2016: 1year f/u CT angio confirmed enlargement of the false lumen (thoracic: 6mon f/u 9.5mm--> 1yr f/u: 16mm) and migration of the stent graft proximally. There has been/ will be no treatment conducted/ planned for these events. Patient outcome: no problematic symptoms due to this event has been reported. The patient has a favourable outcome.